Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: pcb contamination. Customer reported symptoms of dry mouth. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-4 with reported symptom. The customer's expected fasting blood glucose test result range is 150 to 180mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 10/20/2018 and open vial date is (B)(6) 2016. She stated that she had recently made changes to her diet (eating healthier) but not to her medication (insulin). She stated that she felt her sugar levels maybe elevated as she had dry mouth, but that no medical intervention needed to be sought out.